Event description:
It was reported during remote follow up that the right ventricular lead exhibited high pacing impedance and high capture thresholds. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Event description:
New information received notes lead fracture.